Event description:
Patient exhibited icad with a bovine arch. Physican used zoom rdl with tenzing 8 and an aristotle 14 guidewire. The devices reached the mca and a m1 lesion was ruptured. No additional details on patient condition provided.